Event description:
During surgical procedure, a popping noise was heard; the chest plate of the jackson or table broke. The patient was prone on the table. This resulted in increased pressure exerted on the patient's chest and face. The patient had a reddened area on his chest that resolved. Approximately 3 weeks later, the patient reported limited jaw range of motion.

Manufacturer narrative:
Unable to fully investigate and evaluate alleged product failure due to chest plate support assembly not sent back to mizuho osi. In reviewing images sent, without physically having the part in our hands we are unable to determine the cause. Mizuho osi service has no record of any on-site service activity by a trained/certified mizuho osi field service technician for this table. Table was serviced by ge healthcare technician who is not trained or certified by mizuho osi to service our tables.

Event description:
During surgical procedure, a popping noise was heard; the chest plate of the jackson or table broke. The patient was prone on the table. This resulted in increased pressure exerted on the patient's chest and face. The patient had a reddened area on his chest that resolved. Approximately 3 weeks later, the patient reported limited jaw range of motion.